Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is confirmed for misfire and material perforation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem12040 endovascular stent graft allegedly experienced a misfire and material perforation. This information was received from one source. The malfunction involved a patient with no reported consequence. The patients age, weight, and sex were not reported.